Manufacturer narrative:
Analysis of the 8709 catheter found a hole caused by deep abrasion. Analysis of the 8578 catheter/sc connector found a non-significant indent in seal, which did not affect infusion.

Manufacturer narrative:
Concomitant medical products: product ID: 8578, lot# n083970, implanted: (B)(6) 2007, explanted: (B)(6) 2014, product type: accessory. Product ID: 8709, lot# l72774, implanted: (B)(6) 2000, explanted: (B)(6) 2014, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a break in the proximal segment of the catheter, as well as a break in the distal segment. During a routine pump battery replacement, the pump pocket and catheter site were found to be filled with fluid that the physician determined to be ¿the morphine.¿ after finding two catheter breaks in the pocket and spine area, the catheter was replaced. The event required catheter replacement for both catheter segments. No diagnostic testing or troubleshooting had been performed, but it was planned to be performed in the future. The product issue was resolved, but the cause was not determined. The patient suffered no injury and was receiving effective therapy at the time of the report. The system was being used to deliver morphine.